Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, upon opening the package, the silicone jaw boot on the hemopro was noticed to be coming off of the device. The device was not used during the procedure. A second hemopro device was used and started smoking when it was plugged without the toggle switch being depressed. A third replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the two hemopro devices in question and the extension cable as they believe it may have contributed to the smoking hemopro device. Refer to MFR report # 2242352-2012-00869 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).